Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery. System check with tandem technical support was not able to be completed at time of call; however, multiple attempts were made by technical support to follow up with the customer, but no response was received. There was no adverse impact to customer's blood glucose.